Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey2988 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the rn, "put a PICC in an elderly lady. Had a lot of resistance threading the catheter. Suddenly I lost my EKG from the catheter. She was a fib so I had to do a chest x-ray anyhow. When I pulled the inner guide wire it was broke. About 2 inches off the end... Looked very carefully at the chest x-ray and didn't see any guide wire in the chest. " it was further reported, "there was a great amount of resistance. About gave up then it popped thru." Add info rcvd 06/01/2021: no harm to pt. She discharged to skilled care 2 days after PICC was placed in stable condition.